Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The expiration date of the device is not known as the device lot number is not available / not reported. The name, phone and email address of the initial reporter are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the event was reported by a healthcare professional at a conference. The patient underwent a pulserider-assisted coil embolization with the target lesion at the internal carotid (ic) terminus of axial deviation using a pulserider 8t, 2.7-3.5mm aneurysm neck reconstruction device (anrd) (201d / lot# unknown). The complaint device was being detached; the direction of the complaint device changed due to the course of the parent vessel. The arch was unable to cover the neck. There was no report of any patient injury or complication. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Device migration is a known potential complication associated with the use of the pulserider device. With the amount of information available and without the complaint device available for return, it is not possible to determine the root cause of the event. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. However; it is possible that clinical and procedural factors including vessel / lesion site characteristics, device interaction, device selection, and operator technique that may have contributed rather than the design or manufacture of the device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported by a healthcare professional at a conference. The patient underwent a pulserider-assisted coil embolization with the target lesion at the internal carotid (ic) terminus of axial deviation using a pulserider 8t, 2.7-3.5mm aneurysm neck reconstruction device (anrd) (201d / lot# unknown). The complaint device was being detached; the direction of the complaint device changed due to the course of the parent vessel. The arch was unable to cover the neck. There was no report of any patient injury or complication.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include the additional event information received on 25-apr-2022. [Additional information]: on 25-apr-2022, additional information was received. The information indicated that the pulserider device size was selected based on the instructions for use (IFU). When the pulserider device initially detached, the implant was in the correct orientation. Both of the branch artery angles were 90° or less relative to the axis of the parent vessel artery. The reported event did not result in any clinically significant delay in the procedure. The additional information confirmed that there was no allegation of patient injury, patient hospitalization or prolongation of hospitalization due to the alleged product issue. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.